Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, at approximately 2:00 p.m., the patient experienced symptoms consistent with hyperglycemia, including excessive thirst, dehydration, and frequent urination, despite the cgm displaying a low glucose reading. The patient went to the hospital, where a fingerstick blood glucose reading was 817 mg/dl, while the cgm reading was 52 mg/dl. The patient was treated with intravenous insulin and fluids and was discharged later that day at approximately 7:30 p.m. There was no documentation of further medical evaluation or follow-up intervention. At the time of reporting, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.